Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned, and results of the investigation; a definitive root cause to the reported event could not conclusively be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that contrast was squirting out from the flexor ansel guiding sheath during a carotid stenting procedure. During the procedure the pressure injector was connected to the device. Contrast was observed squirting out from where the white ring containing the checkflo valve and sheath body meet. The customer confirmed there were no issues observed while flushing the sheath initially. The customer stated "they believe the pressure injector was set at 3ml/3ml/sec" but can not confirm this information as they were not 100% sure. The device implicated in this report was replaced with another identical device without issue. The patient did not experience any adverse effects and did not require any additional procedures due to this occurrence.